Event description:
Patient presented in the clinic with a device that could not be interrogated. Multiple troubleshooting was performed but no communication could be established. It was noted that the patient had undergone a bone density scan previously and that the patient had a device for a bladder control, similar to a pacemaker, which had never caused any problems in the past with interrogations. The device was explanted.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory. Upon interrogation, no communication could be established with the device due to a depleted battery. The device was analyzed with a new battery and found to be normal. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.